Manufacturer narrative:
Product complaint # pc-(B)(4). Investigation summary the information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the nurse was removing implant femoral stem, there were 3 plastic pins on implant from blue wrapper, pulled implant from wrapper 2 pins detached themselves from implant.